Event description:
The customer reported, the device did not deliver. The device was programmed to deliver lactated ringers at an unspecified rate. No specific programming parameters were provided. After starting the delivery, the nurse noted that "drops were dripping from the drip chamber, but nothing was being delivered." The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects. There were no reported medical interventions. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.